Event description:
While attempting to do a radio frequency ablation for the patient we were unable to get a temperature reading on the generator. At least 2 cannulas, 2 disposable probes, and one brand new adapter cable were all tried without success. A non-disposable probe was eventually tried with success.